Event description:
Customer reported that the insulin pump returned a no delivery alarm during bolus. Blood glucose level was 449 mg/dl at the time of the call. Troubleshooting did not show any malfunction of the insulin pump. Customer was sent a tubing clamp in order to complete troubleshooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.